Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Same patient as (B)(4).

Event description:
It was reported that a transfer set was involved in a connection issue with a minicap with povidone-iodine solution. After peritoneal dialysis (pd) therapy, the home patient (hp) capped their transfer set. Approximately 30 minutes later, the minicap fell off while the hp was sitting down. The hp stated that no issues were noticed with the transfer set, which had been in use for approximately 3 months. The involved transfer set did not have to be replaced, and no further disconnections occurred when other minicaps from the same box where used. The hp confirmed that they did not do anything that may have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 4 for this patient.